Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure broke and was migrating into uterus") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was bupropion for depression. In (B)(6) 2014, the patient had essure inserted. Essure was removed in (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criterion intervention required) and device expulsion ("essure broke and was migrating into uterus"). The patient was treated with surgery (to remove essure). In (B)(6) 2020, the device breakage had resolved. No causality assessment was received for essure with regard to device breakage or device expulsion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('essure broke and was migrating into uterus') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion for depression. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required) and device expulsion ("essure broke and was migrating into uterus"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2020. In (B)(6) 2020, the device breakage had resolved. The reporter provided no causality assessment for device breakage and device expulsion with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.